Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by j&j medtech, or its employees that the report constitutes an admission that the product, j&j medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: h3, h6: a manufacturing record evaluation was performed for the finished device product description: delta cer insert 32id x 48od product code: 121882748 lot number: 4526593 and no non-conformances or manufacturing irregularities were identified. The product was not returned to j&j medtech orthopaedics; however, photos were provided for review. The photo investigation revealed that the rim of delta cer insert 32id x 48od has fracture into multiple fragments. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences during the surgical process. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. A manufacturing record evaluation was performed for the finished device product description: delta cer insert 32id x 48od product code: 121882748 lot number: 4526593 and no non-conformances or manufacturing irregularities were identified. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of aby pre-existing material defect. The overall complaint was confirmed as the observed condition of the delta cer insert 32id x 48od would have contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during a total hip arthroplasty for a femoral neck fracture, the liner was implanted during the surgery. During the implantation, the edge of liner was fractured. The surgeon immediately removed all the fragments. After removal, the inner surface of acetabular cup was inspected without scratch. After confirming that there was no residual foreign body under x-ray, a new liner was replaced to continue the surgery. The subsequent surgery went smoothly. The procedure was prolonged (unknown time) and the acetabular cup was not removed. This event did not cause any other harm to the patient except for the prolonged operation time. The patient was in stable condition currently. No subsequent adverse event report was received.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: liner breakage intra-op. It was reported that the ceramic liner broke during surgery, then all the fragments were retrieved and examined by fluoroscopy. Changed another liner to complete the surgery. The surgery delayed for unknown time. The patient was in stable condition now. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. See attachment (B)(4). The photo investigation revealed that the rim of delta cer insert 32id x 48od has fracture into multiple fragments. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences during the surgical process. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors as the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. A manufacturing record evaluation was performed for the finished device product description: delta cer insert 32id x 48od product code: 121882748 lot number: 4526593 and no non-conformances or manufacturing irregularities were identified. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of aby pre-existing material defect. The overall complaint was confirmed as the observed condition of the delta cer insert 32id x 48od would have contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> a manufacturing record evaluation was performed for the finished device product description: delta cer insert 32id x 48od product code: 121882748 lot number: 4526593 and no non-conformances or manufacturing irregularities were identified. Device history review: a manufacturing record evaluation was performed for the finished device product description: delta cer insert 32id x 48od product code: 121882748 lot number: 4526593 and no non-conformances or manufacturing irregularities were identified.